Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was deceased. The caller indicated that they thought the patient's death was "suspicious". The location of the device is unknown.